Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an inaccurate fill estimate was received. Customer's blood glucose level was 176 mg/dl. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.